Event description:
Report received from the USA stating that the device was having issues with intermittent operation. The device was being used during surgery. No injury or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported problem of "intermittent operation" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).